Event description:
Customer reporting 3 false negative sars results on symptomatic patients (qc controls are failing as well - invalidating the assay). Customer states the results were positive when re-running the patients on a different instrument with passing qc controls. Report 1 of 3.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.